Event description:
It was reported that the left ventricular (lv) lead showed no capture at high output setting and was programmed off. The lead was later found to be dislodged under fluoroscopy. The physician was unable to reposition the lead so lead was capped and replaced. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg implantable cardioverter defibrillator, (B)(6) 2013; 694765 implantable tachy lead, (B)(6) 2013; 407658 implantable pacing lead, (B)(6) 2009. (B)(4).